Manufacturer narrative:
Ni.

Event description:
It is reported that two unidentified healthcare workers (hcw) have symptoms of asthma or respiratory problems and have taken sick leave from their work (length of leave is unknown). The symptoms have been described as "embarrassment being characterized by tingling and irritation." It is alleged that h2o2 continuous monitoring alarms sounded and the sterilization staff started complaining of health problems which were attributed to the sterrad nx. The hcws did seek medical attention; however, it is unknown what medical attention they received. It was reported there was no serious injury or harm and there was no intervention to prevent a permanent damage to a body structure. It is also reported that the sterrad nx has been in use in two locations at the facility. One location (rythmology room) had proper air exchanges and the room temperature was 25 degrees c (77 degrees f). The other location was the cssd. It was reported that the cssd location has an air renewal system that does not renew the air at 100%. There is only 30% fresh air and 70% used/ recycled air. This air contains additional organic vapors from the disinfectant washers and the autoclaves. It is unknown if the hcw's symptoms presented in one or both of the locations. The initial information regarding patient events is anecdotal and specific patients are not identifiable. Additional medwatch forms will be submitted for individual events when patient or additional information is obtained.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the health hazard evaluation. The DHR (device history review) for the sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for h2o2 skin contact or hru-respiratory reaction. Trending analysis for h2o2 skin contact issues associated to the sterrad nx did not indicate a significant trend. Trending analysis for hru-respiratory reaction issues associated to the sterrad nx did not indicate a significant trend. (B)(4). There was no product returned for investigation. The root cause could not be determined.